Event description:
Healthcare provider office called to report a right deflation. The device has been explanted and replaced.

Manufacturer narrative:
Reporter fax #: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: partial delamination of the valve and crease fold. Leak test and microscopic analysis was performed which identified: partial delamination of the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: partial delamination of the valve assessed as adhesive failure.

Event description:
Healthcare provider office called to report a right deflation. The device has been explanted and replaced.